Event description:
It was reported that a revision surgery was peformed due to implant breakage 6 weeks post-op.

Manufacturer narrative:
These excessive cyclic stresses may be caused by any number of conditions, including but not limited to: application of tensile or torsional loads in excess of the material¿s strength, excessive patient activity levels prior to full bone union, and/or poor bone quality. No materials or manufacturing deviations were found in this investigation.